Event description:
Revision of right knee. During the primary implantation the patient was left with 10 degrees hyperextension. During the revision surgeon replaced all parts except patella, and augemnts and stem were added.

Manufacturer narrative:
An event regarding revision due to hyperextension involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right knee. During the primary implantation the patient was left with 10 degrees hyperextension. During the revision surgeon replaced all parts except patella, and augments and stem were added.